Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Brand name updated from the initial report.

Event description:
A caller from a hemodialysis clinic reported their clinic adc meter did not work when they attempted to perform a customer's a blood glucose check by inserting the test strip into the meter. On (B)(6) 2019, the customer exhibited unspecified symptoms of hypoglycemia and was treated by an hcp with "sugar gel" and rushed to the hospital. There was no report of death or permanent injury associated with this event.